Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via medwatch "during removal of iab catheter, there was damage to the sheath/introducer that led to injury to the patient's femoral artery. Patient made a quick and full recovery." No additional inforamtion from the customer is available.

Event description:
It was reported via medwatch "during removal of iab catheter, there was damage to the sheath/introducer that led to injury to the patient's femoral artery. Patient made a quick and full recovery." No additional inforamtion from the customer is available.

Manufacturer narrative:
Qn#(B)(4). Medwatch number : mw5155077. UDI#: (B)(4).